Event description:
Patient was implanted with a cervical plate and later had difficulty swallowing. Contact reports that one eagle screw had backed out of the plate. The surgeon performed a revision to remove the one screw that was backing out. The other five were left in place.